Event description:
Concomitant device reported: unknown screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5, h11.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection: the xpdm quick-con si poly screwdriver (part # 279712400, lot # mi79339) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was slightly twisted. The very distal portion of the tips was slightly rounded. Due to the worn condition of the tip, device functionality was compromised. The anodization of the screw driver¿s color ring was slightly faded. The noted issues were consistent as end-of-life indicators for the device. The twisted condition confirms the reported device assembly issue. The complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi79339 was released in a single batch. Batch1: lot qty of 52 units were released on dec 18, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the cleaning process it was notified that both poly screwdriver does not hold screws tightly and screws are wobble. There was no surgery and patient involved. This complaint involves two (2) devices. This report is for (1) xpdm quick-con si poly screwdriver. This report is 2 of 2 for (B)(4).